Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of allergic reaction, infection, lumpy, burning and hot are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of migration of device or device component, hypersensitivity, infection, inflammation, pain and skin irritation: "precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ poor effect or weak filling effect. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Patient reported having an injection with unspecified juvéderm® in the cheeks and lips. Two months after the injection the patient developed an allergic reaction and had an infection that "blew up massive." Patient claimed the "filler moved everywhere" such that it went "from tear trough to cheek to lips," "outside of lips," and "down in chin." The patient's cheeks were also "burning and hot." Patient returned to the clinic and was treated with hyalase and was prescribed ciprofloxacin. Patient noted being "not comfortable with level of attention" they were getting. Patient requested to see a doctor in person, but has not been able to. Patient has only seen the doctor via (B)(6). Patient noted that lips "have gone down, very lumpy" and there is a "big chunk of filler" to the right of their mouth that was "obvious" as well as the cheeks being lumpy. Symptoms are ongoing. Patient is concomitantly taking cholesterol lowering medication.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: patient also reported that the product had "became hard" under their skin and inflamed. Patient still has hard lumps in their cheeks and lips. Patient also noted having a "heart flutter" which was considered to be unrelated to the device.